Manufacturer narrative:
A stryker field service representative (fsr) performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) further evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.